Event description:
A pt reported blood glucose results of "237 and 160 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Lifescan is replacing pts test strips, and control solution.